Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a lumbar fusion procedure on (B)(6) 2016 and the unknown barbed suture was used. Following the procedure, the patient returned with complete wound breakdown to the bone and infection throughout the entire surgical site. The surgeon has to take the instrumentation out and replace it. Additional information will be requested.